Event description:
It was reported that the patient experienced a surgical procedure to remove an inflatable penile prosthesis(ipp) due to pain. The reservoir herniated out and the pump was riding high in the scrotum.

Manufacturer narrative:
D6 implant date updated. System components reservoir model- 72404156. Lot sn-(B)(6).

Event description:
It was reported that the patient experienced a surgical procedure to remove an inflatable penile prosthesis(ipp) due to pain. The reservoir herniated out and the pump was riding high in the scrotum.